Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing without duplicating the report. The device was recertified and returned to the customer. The electrode pads and batteries returned passed all testing and review of the device activity log found no critical, current related or battery related errors. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.